Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is inoperable due to the patient not recharging her ipg as recommended. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). Therapy was restored post-op.